Event description:
Reporter states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.7 inr. Patient was treated with 5mg tablet of vitamin k based on the meter result. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.